Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal'), premature labour ('premature labor') and pregnancy with contraceptive device ('two e -babies') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced premature labour (seriousness criterion medically significant) and malaise ("sick") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, premature labour, pregnancy with contraceptive device and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered malaise, medical device removal, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient was experienced another pregnancy episode one case for pregnancy (B)(4) and one case for fetal (B)(4) were created. Concerning the injuries reported in this case, the following ones were reported via social media: two e babies, premature labor, device ineffective and sick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event essure removal added. Essure implant and removal date added. Indication was added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal'), premature labour ('premature labor') and pregnancy with contraceptive device ('two e -babies') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced premature labour (seriousness criterion medically significant) and malaise ("sick") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, premature labour, pregnancy with contraceptive device and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered malaise, medical device removal, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient was experienced another pregnancy episode one case for pregnancy (B)(6) and one case for fetal (B)(6) were created. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: cervix with nabothian cysts. Proliferative endometrium. Concerning the injuries reported in this case, the following ones were reported via social media: two e babies, premature labor, device ineffective and sick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc.fu 4 and 5 processed together. On 22-jun-2020: mr received. Reporter's information added.lab data were added.fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('premature labor') and pregnancy with contraceptive device ('two e -babies') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant) and malaise ("sick") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature labour, pregnancy with contraceptive device and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered malaise, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient was experienced another pregnancy episode one case for pregnancy (B)(4) and one case for fetal (B)(4) were created. Concerning the injuries reported in this case, the following ones were reported via social media: two e babies, premature labor, device ineffective and sick quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: additional reporter were added, event - pregnancy, premature labor, device ineffective and sick were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.